Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
The user reported experiencing a hypoglycemic event. Per user report, on (B)(6) 2025 at 5:38 pm, the blood glucose (bg) measurement was 270 mg/dl, while the sensor glucose (sg) reading was 45 mg/dl. Per dms review, no bg value was entered at that time. The sg value recorded was 45 mg/dl at 5:39 pm (one minute from the time provided by the user). The user received a low alert on, (B)(6) 2025, at 5:29:58 pm. The user's low alert threshold was set at 65 mg/dl. The user did not treat the event but performed a fingerstick test and recognized a discrepancy between bg and sg values. The user was advised to inform their hcp and contact the hcp for any necessary medical assistance.